Event description:
Inappropriate anti-tachycardia pacing therapy due to noise was noted on the ventricular channel. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned in two pieces abd visual examination did not reveal any insulation abrasions on these two pieces. Electrical testing did not reveal any indication of conductor fractures or internal shorts. All damages found on these pieces were consistent with those occurring at time of explant. The results of the investigation concluded the analysis of the device was normal with no anomalies found. Based on the information received, the cause of the reported incident could not be conclusively determined.